Event description:
It was reported that: "avm embolization was planned using sonic 1.2f25, hybrid 007j wire, and onyx. The sonic 1.2f25 was prepared as per IFU. During introduction of the hybrid 007j wire into the microcatheter, the wire got stuck inside the sonic and could neither be advanced nor withdrawn. Hence, the sonic along with the wire was removed from the system. The procedure was successfully completed using a new sonic 1.2f25 and hybrid 007j wire." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference #(B)(4) conclusion of investigation pending analysis from legal manufacturer, balt extrusion. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all-post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market, which is also manufactured by balt extrusion and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.